Event description:
Notified and reported to dr in 2005. Guidant representative adjusted defibrillator (model h175) recall. Vt/ve detection & therapy cannot be inhibited by a magnet. The enable magnet use function of this ICD is programmed "off" when implanted. The device went off 3 times in the room - putting pt in the intensive care for 5 days.